Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. It was reported the patient was a likely heart transplant patient. No patient complications were reported as a result of this event.

Event description:
The lead and device were returned to the manufacturer after being removed due to a heart transplant. The lead and device were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned, analyzed, and the distal conductor had fractured. It was also noted that the distal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. (B)(4) firmware - error message/code.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned, analyzed, and the distal conductor had fractured. It was also noted that the distal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. (B)(4) firmware - error message/code.